Event description:
Reportable based on analysis approved on 15oct2013. It was reported that difficulty tracking over the wire and distal tip damage occurred. A 300cm v-14 controlwire guide wire was selected and taken out of the packet and was advanced into the unspecified introducer sheath that was in the patient. The physician noticed that the wire was not tracking so he removed the device by pulling it out. It was then noticed that the end of the wire was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed distal tip peeling.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the unit returned presented the distal tip damaged, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the distal tip bent and peeled. Dimensional inspection: all the outer diameter (od) taken were compared and all were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).